Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Event description:
Litigation alleges intermittent clicking, pain, stiffness, discomfort and elevated metal ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update rec'd 10/24/2014 medical records received. Patient was revised to address metallosis. Upon revision, gray stained fluid collection, gray stained tissue, and corrosion on the trunnion were noted. The stem and asr sleeve are being added to the complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 5/13/2014 - sales rep reported revision surgery. Patient was revised to address osteolysis. There is no new additional information that would affect the investigation. This complaint was updated on: 06/06/2014.